Event description:
Information was received indicating that a smiths medical tubing was leaking. There were no adverse events reported.

Manufacturer narrative:
Other, other text: additional product identification has been provided. Customer did not specify which smiths medical product was implicated in this reported event.